Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 600 mg/dl); cause was not known. Ketone level was high. Healthcare provider identified ketones as being dangerous. Multiple insulin injections were administered to lower bg. Different types of infusion sets were used. Cannulas were not bent or blocked. Tandem clinical diabetes specialist discussed the event with the customer and the customer changed the type of infusion set used.